Event description:
It was reported that slow deflation, burst, and detachment occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0x220x150 (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was initially inflated at 6 atmospheres and deflated extremely slow. The balloon was inflated again, but it ruptured after 60 seconds. Upon removal, the balloon ripped off from the catheter and became stuck in the sheath. The device was removed without any fragments left inside the patient. The procedure was completed using an alternative method. No patient complications were reported.